Event description:
According to the rptr, the oxiclig was measuring an oxygen saturation of 99-100%. The rptr had arterial blood gases drawn which showed a po2 of 41mm hg. The results were verified by redrawing the arterial blood gases 2 times. This process occurred over approx 1/2 hr. The rptr has felt for sometime the oxiclig gives false readings, but this instance is the first time it has been documented.